Event description:
It is reported that the device was implanted in 1998. X-ray showed linear wear on liner. Revision surgery to replace liner occurred in 2008.

Manufacturer narrative:
Evaluation summary: no product has been returned for analysis. Also, no x-rays or pictures of the liner have been provided for analysis. The lot number of the device is not known and hence the device history record can not be verified. It is also not mentioned on the per whether the wear occurred on the inside surface or outside surface of the liner. No cause analysis is possible. Cause cannot be definitively determined. Eval: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.